Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the device malfunctioned and lost fluid. The device was removed and replaced with a new ipp system. The explanted device was a 18 cm with a 4 cm rear tip extension. A tear in the proximal left corporal cylinder was noted in the old implant. No information was provided regarding the patient's outcome. No more information is available at the moment, additional information will be provided as relevant information becomes available.